Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported event was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Following pre-mapping with the hd grid catheter, air was mixed in when removing it from the introducer. It was suspected that there was a problem with the hemostasis valve. The introducer was replaced and the procedure was completed with no consequences to the patient.